Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. A corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of priority pack 20/30 w/115 rhv product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. B3: date of event estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during preparation of the indeflator device air bubbles were noted; therefore, the indeflator device was not used in the procedure. There was no patient involvement and clinically significant delay reported in the procedure. No additional information was reported.